Event description:
Per the operative report on (B)(6) 2015, pt undergoing with indigo device (penumbra), the separator wire was advanced through the 8 french device and multiple passes were made. It was at this point that a tiny, 3 mm tip of the separator wire separated and was seen to remain in a left upper lobe pulmonary branch. Completion pulmonary arteriogram showed excellent flow through the pulmonary arteries with decreased embolic burden. Aspiration mechanical thrombectomy due to massive embolism. Event reappeared after reintroduced: no.